Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an aiqca acumen iq adult cuff failed to generate correct pressure on the middle finger, index finger, and thumb (all three placements generated a severely low bp). When they exchanged for aiqcl on the thumb, then pressure was accurate. They attempted troubleshooting by moving the cuff to different fingers and checked connections. There was no patient injury. The device is not available for return.

Manufacturer narrative:
An engineering evaluation has been completed. The adult cuff has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. An in-depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. However, a pra was initiated to address this issue. The reported malfunction could not be confirmed since no objective evidence was provided. However, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% visual inspection, 100% electrical test, qa sampling inspection. No CAPA is required.